Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The complainant indicates the use of other company viscoelastic, which is not qualified for use with company model, this is not a qualified company product combination. The manufacturer internal reference number is: (B)(4).

Event description:
An administrator/supervisor reported that, during intraocular lens (iol) implant procedure, a central mark in the optic was evident so it is necessary to remove and request another iol with the same characteristics. The second is implanted lens and again a mark is observed in the central optic, reason for which a third iol is removed and requested with the same characteristics, the latter is implanted without complication. Additional information was requested.

Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The product was not returned for analysis. Additional information: the complainant indicates the use of non-company viscoelastic, which is not qualified for use with company model, this is not a qualified company product combination. The reported complaint was not observed as no sample was returned for analysis .however, based on the information provided by the customer, the most likely root cause is failure to follow directions for use (dfu), as the surgeon states the use of non-qualified viscoelastic. The use of non-qualified combinations may result in delivery issues and/or damage. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.10. Iol returned pressed down into well area of iol case base. Solution is dried on both surfaces of the optic and haptics. One haptic is bent/deformed and the other is intact. The optic is torn/split-cut almost dividing the iol in two and scratched/marked-rejectable. The complainant indicates the use of non-company viscoelastic, which is not qualified for use with company lens model, this is not a qualified company product combination. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. The manufacturer internal reference number is: (B)(4).